Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, several episodes of noise were noted on the right ventricular channel. The lead was capped and replaced. No anomalies were noted with the old lead during the replacement procedure. The patient was in stable condition.